Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
I t was reported that the pump had " fill estimate issues". Additionally, it was reported that the pump touch screen was " sometimes unresponsive and blacks out in the middle of interactions." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.